Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's pacemaker could not be reprogrammed. Programming changes were discussed. The patient was brought into the clinic at a later date and the changes were made. Programming was successful. The patient was stable.